Event description:
A medtronic representative received a report of a surgery that took place approximately one month prior to this report. It was stated that a perc pin cannula had been left inside a patient during a spinal fusion surgery. Due to issues related to the spinal fusion therapy, the patient was taken into a second surgery, (date unknown). It was unclear how it was discovered that the perc pin cannula had been left inside the patient, however, it was known that the cannula was removed during the second procedure. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's 150 mm cannula. There is no allegation to suggest that medtronic navigation's product caused or contributed to the reported event.

Manufacturer narrative:
Lot number not available as suspect device was not returned to manufacturer for evaluation. Device manufacture date dependent on lot number, therefore, not available. Suspect device is not expected to be returned to manufacturer for investigation. The medtronic representative reporting the first surgery stated the surgeon and chief resident easily placed the pin to begin with and navigation proceeded normally. The screw placement was complete and no mention was made of any problems. Follow-up by another medtronic representative regarding the second surgery ((B)(6) 2013) on this patient, finds this procedure was to place a lumbar drain, and repair pseudomeningocele. This surgery was not related to the first case but the doctor found the sleeve during imaging done for the second surgery. This doctor removed the sleeve during the second surgery. There is no indication that medtronic navigation's device caused or contributed to the patient event.